Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the site had a positioning issue with the endoscope on universal surgical manipulator (usm) 1 and 2. The technical support engineer (tse) checked the logs and did not find any relevant errors. The tse explained the issue was most likely due to usm positioning. The procedure was converted to an unspecified procedure type with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 28-apr-2022 and obtained the following additional information: the procedure was uncomfortable. The procedure was converted, but not because of the endoscope issue.

Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) followed up with the customer and confirmed the customer was able to move the endoscope to usm 1 to use it. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An rfe report review was performed. Logs confirmed that the partial nephrectomy procedure was performed by surgeon (B)(6) on (B)(6) 2022 on system (B)(4) with the 30 degree endoscope (s/n (B)(4)). Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to unknown reasons. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.